Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp unit and noted that the console chassis was bent near the optical switch and helium quick connect causing the console to not be detected when attached to the cart. Signs of bending and misalignment were also observed. The stm has stated that the console chassis is not available as a part and the iabp unit can not be repaired. The iabp unit has not been cleared for use and remains out of service and has been approved to be scrapped. (B)(6).

Event description:
It was reported that console chassis for the cardiosave intra-aortic balloon pump (iabp) was bent. It is unknown under what circumstance the event occurred, however, there was no patient involvement and no adverse event reported.